Event description:
It was reported that a spectrum infusion pump was alarming upstream occlusion. Any patient involvement or injury is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom through the history log, but did not reproduce the upstream occlusion alarms. The upstream sensor was found to have low readings, which makes the device more sensitive to upstream occlusions. This was caused by a failed upstream sensor. The failed upstream sensor was replaced.